Event description:
It was reported that the asymptomatic patient presented with a premature elective replacement indicator alert occurring on (B)(6) 2017. It was noted that the device was interrogated in (B)(6) 2017 where the longevity estimate was approximately 4.5-5 years until eri. No programming changes or electromagnetic interference could be identified. A pulse generator explant and replacement was scheduled and performed on (B)(6) 2017. The procedure went well and the patient was stable before, during, and after.